Event description:
It was reported the pt noted a scrubbing sensation in left hip when walked. X-rays show that the hip is not dislocated, but it appears as though the acetabular linear was loosened. The 36mm eccentric linear and + 10 36mm head removed and replaced with 22mm constrained linear and 22mm + 10 head.